Manufacturer narrative:
The device log was available for investigation. Unfortunately, the user section of the logfile was found to be corrupted and the device section has been overwritten with corresponding entries of corrupt logfile date. Therefore, the case in question could not be reconstructed and finally a root cause for the reported ventilator failure could not be determined. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont accompanied by a "ventilator fail" alarm. Manual ventilation remains possible. The device was tested after the event without finding any deviations from specification and was returned to use without further problems reported.

Event description:
It was reported during a case that the unit alarmed for a ventilator failure. No injury reported.

Event description:
It was reported during a case that the unit alarmed for a ventilator failure. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported during a case that the unit alarmed for a ventilator failure. No injury reported.